Event description:
A user facility reported that an intraocular lens (iol) flipped over after insertion and was cut in half for removal. The wound was widened to allow removal. Additional information has been requested.